Event description:
It was reported that the device had broken/damaged issues and contracted biomed tech said it had motor stall errors, water damage was noticed inside, replaced bezel and sensors without resolution and possible board issue. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf ?, device eval by manufacturer?, imdrf annex a, g, b, c and d grids and manufacturer narrative (DHR statement). Omit: a0401 - break (1069), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken/damaged issues and contracted biomed tech said it had motor stall errors, water damage was noticed inside, replaced bezel and sensors without resolution and possible board issue. There was no patient involvement.